Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with a component of the activl spinal implant system. According to the complaint description, implantation of an unknown activl device (three components) had been performed. A removal procedure was planned for an unspecified reason. Additional information was not provided but has been requested. The adverse event is filed under aesculap reference no. (B)(4). (Aesculap reference no. (B)(4)), 3005673311-2025-00006 (aesculap reference no. (B)(4)), 3005673311-2025-00007 (aesculap reference no. (B)(4)).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Correction: follow-up 1 for 3005673311-2025-00005 was submitted in error. Follow-up 2 submission is correct.